Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. New cartridges were loaded to resolve the issues. Customer¿s blood glucose level was 100-200 mg/dl.